Manufacturer narrative:
The ise sodium electrode lot number was b54. A specific root cause could not be determined based on the information provided. Additional information required for investigation was requested, but not provided.

Event description:
The customer reported that they received an erroneous result for one patient sample tested for ion selective electrode (ise) sodium. The sample initially resulted as 151 meq/l and this value was reported outside of the laboratory. The sample was repeated on (B)(6) 2014 and resulted as 136 meq/l. The repeat result was believed to be correct. The patient was not adversely affected. The ise sodium electrode lot number and expiration date were asked for, but not provided. The field service representative determined that the rinse mechanism was leaky. He adjusted the rinse mechanism in order to eliminate the leak. He ran precision studies using control material. The customer ran quality controls. No errors were generated. Operational and mechanical checks passed. The system is operating within user expectations.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Results -device subassembly = rinse mechanism.